Manufacturer narrative:
Pain is listed as a possible complication in the warnings in the package insert. Without a product return, no product evaluation is able to be conducted. The part and lot numbers are unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Through the clinical study it is reported a patient is experiencing moderate, intermittent lower back pain that may possibly be device related. No medical or surgical intervention has been reported at this time.